Event description:
Patient's representative reported breast pain, capsular contracture - baker grade unknown and suspected rupture. Device remains implanted. This relates to an unknown side.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, a4, b5, b6, d4, d6b, g2, h4, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient's representative later reported skin rash, ¿a nerve damage during explant surgery which caused left side numbness of breast area and axillar up to the shoulder,¿ ¿device crease / folding,¿ capsular contracture, baker grade IV and ¿birefringent foreign material on the left¿ via pathology. Patient's representative also reported ¿chronic fatigue,¿ "joint pain," and ¿symptoms of breast implant illness [such as] night sweats, cold sweats, food intolerance" which are not device related. This relates to the left side. Device has been explanted.